Event description:
It was reported that during a rotational atherectomy, an episode of unstable speed occurred. The 90% stenosed lesion was located in a mildly tortuous and severely calcified proximal to mid left anterior descending (lad) artery. The 1.25mm rotablator burr was set to 190,000 rpm's during platform testing outside the body once the catheter was connected to the rotablator console. However, while ablating, the speed increased to 200,000 rpm's for an instant. The rotation was stopped at that point. When the rotation was restarted, it was back at 190,000 rpm's. The procedure was completed with the same console and a 1.50mm rotablator burr catheter without further problems. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).